Event description:
This report is being filed for a device malfunction discovered by the manufacturer. During servicing by the manufacturer, an electromechanical ambulatory infusion pump failed a delivery accuracy test. The results of the test were below specification (under delivery).